Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.